Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, the operator had difficult advancing the dilator up the right femoral artery and also advanced the 14fr esheath with similar difficulties. After placing the dilator, the md saw that the plaque had moved and probably caused damage to the vessel, the patients hemodynamics were also falling. When coming out with the esheath the operator placed 3 covered stents and 2 self expanding stents from the external iliac down to stent all the was down while slowly taking the sheath out. The esheath was removed full intact with no damage and patient was sent to post anesthesia care unit (pacu) in stable condition.

Manufacturer narrative:
The sheath was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. No imagery was returned for evaluation, therefore no imaging evaluation performed. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of the lot history revealed no complaints related to the event sheath insertion and suturing difficulty introducing sheath and sheath insertion and suturing inability to introduce sheath no device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. As the complaint for sheath insertion and suturing difficulty introducing sheath was unable to be confirmed, a complaint history review is not required. The following instructions for use (IFU) were reviewed; esheath plus IFU, commander esheath+ preparation manual and commander, esheath+ procedural manual. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for sheath insertion and suturing difficulty introducing sheath was unable to be confirmed. As the device was not returned. Engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing nonconformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported the managing doctor (md) had difficulty advancing dilator up the right femoral artery and also advanced the 14f esheath with similar difficulties. Review of 3mensio shows notable calcification and tortuosity. Per IFU/training manual push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Tortuosity can subject the sheath to suboptimal angles that lead to increased friction/resistance during sheath insertion. Calcification can create obstacles to navigate and even reduce the vessel luminal diameter creating a constrained effect on the sheath contributing to the experienced difficulty. As such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. In this case, a vascular dissection occurred and was possibly due patient factors tortuosity and/or calcification of the access vessel contributing to the plaque movement.